Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, an 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). A pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 23mm, non-abbott balloon. During the procedure, the valve was able to be implanted at a depth of 3-4mm on the non-coronary cusp (ncc). The patient was readmitted since the patient was not feeling well. It was reported that the patient had been fatigue. Post-procedure 7 days later, the valve was reported to be migrated towards the ventricle direction. It was attempted to snare the valve, but it was unsuccessful. A second non-abbott valve was implanted. The patient was discharged.

Manufacturer narrative:
An event of valve migration, and improper or incorrect procedure or method were reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information and imaging provided, the cause of the reported migration could not be conclusively determined. It is possible that procedural complications (implant depth) contributed to the reported event; however, this cannot be confirmed. The reported improper or incorrect procedure or method was due to snaring the valve post-implant. The reported unexpected medical intervention and surgical intervention were result of case-specific circumstances, as valve was snared and valve-in-valve was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note the per the instruction for use (IFU), post-implantation precautions: once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage.¿ since the IFU deviation was performed to prevent an adverse patient effect and there is no indication that the deviation caused any patient harm, codes removed: health effect - clinical code: 4582.

Event description:
It was reported that on (B)(6) 2025, an 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). A pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 23mm, non-abbott balloon. During the procedure, the valve was able to be implanted at a depth of 3-4mm on the non-coronary cusp (ncc). The patient was readmitted since the patient was not feeling well. It was reported that the patient had been fatigue. Post-procedure 7 days later, the valve was reported to be migrated towards the ventricle direction. It was attempted to snare the valve, but it was unsuccessful. A second non-abbott valve was implanted. The patient was discharged.